Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed to power on with ac power. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's power management board was replaced to address the device failing to power on with ac power. Additional information received from the third party service center confirms the power supply board was replaced to address this issue not the power management board. The power supply board was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation the root cause of the power supply failure was found to be due to an integrated chip failure on the power supply board.